Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2017 at 5:30pm with blood glucose of 294 mg/dl. Customer had high blood glucose and was feeling disoriented. The customer experienced the symptoms which may be indicative of the possible onset of diabetic ketoacidosis. The customer did not mention how highs were treated. The customer was wearing the insulin pump at the onset of hospitalization. The insulin pump will not be returned for analysis.